Event description:
Additional information received from the customer. The patient's status after the event was pronounced, however the pump did not contribute to death. The patient was in full arrest with CPR. The alarm continued and the pump was changed out during the event. The epinephrine and vasopressor was infusing on the same pump.

Manufacturer narrative:
H10: additional information in a1, a3, and b5.

Manufacturer narrative:
Testing and investigation confirmed the customer's complaint that the device was displaying error message power on power off replace pump. Device failed self test with error code e343 (distal air sensor fail 1). Replaced pressure detector sensor, app (air pressure pin) pwa (printed wiring assembly), mechanism driver board pwa, cable assembly and calibrated mechanism. Mechanism passed calibration. Device passed self test. Probable cause defective pressure detector sensor, app pwa, mechanism driver board pwa and cable assembly device. Additional reporter information: (B)(6), clinical risk specialist. (B)(6).

Event description:
A user facility medwatch (#(B)(4)) was received and stated ¿patient presented to ed with code blue in process. Epinephrine continuous infusion was started while continuing resuscitation efforts and advanced cardiac life support. (Acls). Epinephrine infusion was increased and overrode soft limit. Pump continue for 5 minutes and was actively infusing. While this was happening, vasopressor also infusing, pump automatically stopped and gave an error message of "power off then on. Replace pump if alarm continues". During this time, critical vasopressor was not infusing and had to restart infusion on another pump. Pump was sequestered. Per biomed, the pump appeared to have a s distal pressure sensor #2 error as per pump logs/ also, pump was noted to have been on battery power prior and during the event. It was plugged in for 5 hours couple of days before this event day, with total run time of 8 hours, plus wi-fi use. Device was sent for review¿. There was patient involvement, but no harm was reported.